Manufacturer narrative:
D6b explant date updated. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Access site adverse event/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported a 43-year-old male patient who developed a hematoma at the right axillary impella insertion site. The patient was taken to the or for hematoma evacuation. The physician noted clots at the incision site but no active bleeding. The physician indicated the hematoma was likely related to systemic heparin, which was discontinued around midnight. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.